Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), traveler rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during device preparation, the 2.5x15mm traveler balloon dilatation catheter (bdc) was not soaked before use. The procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified and moderately tortuous. The bdc was advanced to the lesion, but ruptured at 8 atm. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.